Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the scratches on screen made it harder to read screen, rejected new battery, louder grinding noise out of the ordinary during rewind and buttons a little harder to push. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. Insulin pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. However corroded battery tube noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).